Manufacturer narrative:
Other relevant device(s) are: product: 9660651 description: system, 9660651, axiem portable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was dropped and will no longer connect to the cart. The axiem communication window showed all green status in the software but there was no communication when tested. There was no patient present at the time of the event.